Event description:
It was reported that the user experienced difficulty attaching new luer adapters to the ilet during a supply change, with two connectors from the same lot not locking into place while an older connector and a third new connector locked without issue. Symptoms included no adverse clinical effects and stable blood glucose. Outcomes included no interruption to therapy and successful completion of the supply change after guidance, with a replacement box of connectors arranged. Investigation included customer interview, troubleshooting during the call, and collection of photos and lot information. Investigation of this case revealed a connector-to-device mating issue affecting select connectors from a single lot, with normal performance observed when a functioning connector was used. It was concluded, based on previously established findings for similar reports, that the cause was a component fit or tolerance issue at the connector interface.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.